Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 200 mg/dl to reading "high" on cgm, a specific value was not provided. The customer changed the cartridge to address the elevated blood glucose and resolve the occlusion.